Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 2 ll vlv adpt(stand alone) were damaged and leaked during use. The following was reported by the initial reporter: 'after receiving a complaint from the department of hematology, when the 2000e connector was used for infusion of ordinary liquid medicine in the laminar flow ward, a crack appeared at the screw port of the connector, and the liquid medicine being infused leaked out and flowed onto the patient's sheet. Consultation the operating nurse answered that he did not overtighten it, but this joint was extremely brittle, and there was an abnormal noise when it was screwed. Later, it was discovered that there was medicine flowing out and the inside was broken.'

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-12. H6: investigation summary. One 2000e sample was received without packaging for investigation. No further information was provided to assist the investigation in this instance. A visual inspection confirmed the customer's experience as the male luer collar was cracked and the tip of male luer had snapped at its base. White stress marks were visible at the damaged male luer tip. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19107118 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the type of damage observed can be caused or contributed to by a combination of different factors, including over-torque of the component during connection with the female luer, use of a female luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. From the information available it is not possible to speculate which of these factors were key contributors to the reported issue. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the smartsite product.

Event description:
It was reported that 2 ll vlv adpt(stand alone) were damaged and leaked during use. The following was reported by the initial reporter: 'after receiving a complaint from the department of hematology, when the 2000e connector was used for infusion of ordinary liquid medicine in the laminar flow ward, a crack appeared at the screw port of the connector, and the liquid medicine being infused leaked out and flowed onto the patient's sheet. Consultation the operating nurse answered that he did not overtighten it, but this joint was extremely brittle, and there was an abnormal noise when it was screwed. Later, it was discovered that there was medicine flowing out and the inside was broken.'.